Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the pitch cable broken at the proximal clevis hub. The cable crimp was still intact. The clevis did not exhibit any damage or wear marks. Other cables at the wrist were not damaged. An additional observation not reported were the bipolar pins were bent. The top and bottom pins were bent at the back of the housing. The bipolar insert was intact. Electrical continuity passed. Evidence not conclusive but the bent pins are likely due to mishandling / misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.

Event description:
It was reported that during a da vinci surgical procedure a fenestrated bipolar forceps instrument was not articulating. When removed, the wires were protruding. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.